Manufacturer narrative:
E2: no. Additional issues found during the evaluation were breakage of the detachable knob, damage to the scope clamp and corrosion of the lens on the connection side of the camera head. A definitive root cause cannot be identified. DHR review cannot be performed due to lack of lot or serial no. Information. This issue is addressed in the instructions for use (IFU): the instruction manual for the subject device (gc4549 (edition: 17)) was checked. As a result, no abnormality was found. -are the reported risks/harms documented in the IFU? An alert/warning is provided regarding phenomenon 1. (Refer to IFU where applicable) -was the IFU/label used according to the label? The complaint information did not identify whether it was used in accordance with the IFU. -does the IFU/label need to be revised or is there a problem with the translations, descriptions, or figures? No need to revise. [Section where IFU applicable for phenomenon 1]. 6.2 attaching to and removing from the scope (ar-t10e, t12e) (causion). When loosening the scope lock, be careful not to turn it too hard in the loosening direction. It may damage the scope lock. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the adaptor exhibited corrosion of the r-lock unit and e-coupler unit. There were no reports of patient involvement.